Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow-up MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported during a transcarotid artery revascularization (tcar) procedure, a dissection was noticed with the 0.035'' j-wire which led to an additional stent placement to cover the dissection. The procedure was completed successfully.